Event description:
It was reported that the user did not announce meals when glucose was under 100 mg/dL, and the agent provided education that meal announcements should be made for all meals. There were no adverse effects reported. Outcomes included no alerts or alarms and no health impact. Investigation included troubleshooting and user education. Investigation of this case revealed user technique and use error related to missed meal announcements without any device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.